Event description:
It was reported the customer passed away. The customer's daughter stated that her father had seizures because his glucose level was low. The customer was unconscious for more than 16 hours and was taken to the hospital. The customer had brain damage and was in coma for 18 days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.